Event description:
A customer reported the vacuum stopped working during a vitrectomy procedure. Following a one hour delay, the procedure was completed at another hospital. There were 2 cases canceled as a result of this event. Follow up with the facility revealed that the patient experienced a retinal tear during the procedure. Additional information has been requested.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. A company clinical analyst reviewed the file and stated: the customer reported the system vacuum stopped working. No system messages or advisories during that time were noted. No other details were provided at the time. A completed questionnaire has not been returned at this time. The loss or decreased vacuum, as in this report, would actually decrease the chance of creating a retinal tear in the sense that there would be no "tugging of the retina" since there is no pulling (vacuum) force that could mechanically aspirate the overlying vitreous and inadvertently create a tear on the retina. Surgical technique however is known to be a contributor in the occurrence of iatrogenic tears, some surgical factors to decrease incidence include minimizing instrumentation and the number of instrument changes (in and out of the sclerotomy sites), ensuring good vitreous clearance at the sclerotomy sites and avoiding vitreous incarceration at these sites as they all contribute to the mechanical tugging of the overlying vitreous on the retina (vitreous-retinal traction). Without further details, the cause of the retinal detachment in this instance cannot be ascertained but it is highly unlikely caused by loss or reduced vacuum levels. The company representative examined the system and could not duplicate the problem reported. The software was updated. Preventive maintenance was performed. The system was then tested and met all product specifications. There was no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the system event log for the date of the reported event, (B)(6) 2013, did not reveal any nonconformity related to loss of vacuum. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).